Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. The device history record (DHR) of batch number 74e1700107 that belongs to catalog number 790-32 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges the device leaked during the short service test on the ventilator. Customer reports there was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. In addition, no dimensional issues were identified. The sample met the current manufacturing specification. Functional testing was performed and the sample failed the leak test. The sample was then submerged in water and bubbles were observed, confirming there was a leak. The customer complaint is confirmed based on the functional inspection. The sample did not pass the leak test. A non-conformance report was initiated to complete and document the investigation and to provide corrective actions.

Event description:
Customer complaint alleges the device leaked during the short service test on the ventilator. Customer reports there was no patient involvement.